Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication to the patient. Customer advises the unit was moved to a different location within the building. Based on the relocation, it is suspected that the device is now being blocked on the network. A technical support specialist (tss) confirmed that the issue had been resolved, with the cabinet displaying as online and accessible. Synchronization was in progress and verified as functioning properly. The tss remoted into the system and confirmed that all hardware components appeared to be operating normally. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medications to a patient. The user attempted to request a narcotic from her pyxis, but the system did not allow it. The device was rebooted several times, and the network cable was confirmed to be properly connected to the back of the all-in-one. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.